Event description:
It was reported to medtronic neurosurgery that the physician thought that the sterile packaging set-up, which included the instructions for use inside the sterile barrier, caused the pt's infection.

Manufacturer narrative:
The product was unavailable for return as it remains implanted in the pt. Therefore an eval of the device was not possible. It is the correct configuration for this product to include the instructions for use inside the sterile barrier. The entire packaging set-up is sterilized as a unit before distribution. A review of the mfg and sterilization records showed no anomalies.